Event description:
Patient emailed stating they believe the results are false as they took 3 additional tests with a different company, mesa sars-cov-2 raid at cvs, and 4 home kit tests which were all resulted negative, after receiving the positive results. Information reported by user is being reported as required by 21 cfr 803.

Manufacturer narrative:
Mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.